Event description:
While attempting to put cannula on duovisc, the luer lock connection to the syringe came off of the syringe, converting the luerlock to a plain tip syringe. Duovisc and cannula removed from field, and given to manager. No harm to patient.entire package sent to risk dept. (3 syringes).